Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported by the patient that she has had an issue with her cartridge leaking immediately after filling. She stated that the cartridge would leak insulin around the plunger piece. The patient reported she did not use any of the leaking cartridges, therefore, she had no blood glucose excursions.